Event description:
It was reported that during a colon procedure, the device shot malformed clips three times they were scissoring and crossing over each other. The vessel started bleeding from the clip penetrating the vessel. There was very little blood loss. No clips fell into the patient. Another device was used to control the bleeding and to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 3rd. What vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Malformed clips. Was the device fired after this incident in or out of the patient? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.